Event description:
It was reported that during an unknown procedure, when the specialist used the implant and it was placed in the area where he wanted to place the suture, the tip was inserted and it was activates, but when the tip was relocated to use t2, it did not came out. The suture was cut to see if t2 left implant but it slipped normally. The procedure was completed with a backup device with no significant delay or patient injury reported.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: bending of the delivery needle. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.